Event description:
It was reported that there was an increase in and high lead impedance in the superior vena cava (svc) coil of the right ventricular lead. The lead was programmed off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.